Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its distal end and slightly deformed at its proximal end, i.e. Several struts are strongly bent. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the device. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion in the distal part of the rca. After unpacking, it was noticed that some stent struts were deformed. Another stent was used to finish the procedure.

Manufacturer narrative:
Combination product: yes.